Event description:
While in use on a patient in the emergency department, an ultrasound machine began emitting smoke from the bottom. The machine was immediately powered off and removed from service, and due to the presence of smoke and odor, the patient was immediately transferred to another room. Manufacturer response for system, imaging, pulsed doppler, ultrasonic, m9 ultrasound system (per site reporter).